Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. Per EU regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: exact date is unknown/not provided. Lot number: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI number: the UDI number is unknown as product lot number was not provided. If implanted, give date: n/a (not applicable). The cartridge is not an implantable device. If explanted, give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Initial reporter phone number: (B)(6). The device has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. As the lot number is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the lot number was not provided. Attempts have been made to obtain missing information; however, because the doctor reporting the issue is not the same doctor that performed the surgery, and the patient had requested that the doctor who performed the surgery not to be contacted, no further details could be obtained. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported from the doctor that he learned of an unsatisfied patient from the celebrity practice of dr. (B)(6) because of grinding marks on a za9003 intraocular lens (iol). Through follow up it was learned that the patient has no other symptoms. Information about the cartridge is unavailable because the doctor reporting the issue is not the same doctor that performed the surgery, and the patient requested that the doctor who performed the surgery not to be contacted. No further information is available.

Manufacturer narrative:
Additional information: section h3: device evaluated by manufacturer? Yes. Device evaluation: the customer provided photographs which were evaluated. The pictures showed the anterior segment of a pseudophakic eye. In the slit lamp images parallel scratch like marks can be observed with a smearing appearance. The root cause and potential clinical impact of the observed phenomena cannot be determined from a picture assessment. The complaint issue of cosmetic issues was identified during product evaluation; however, based on the limited complaint investigation information the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.